Manufacturer narrative:
No button error alarm noted. Insulin pump had no button response due to corroded keypad traces. No unexpected numbers ramping noted. Insulin pump had minor scratches on display window.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer stated that the numbers on the insulin pump were going up and that she believed the battery was low. The customer then changed the battery, and the insulin pump alarmed button error. The customer's blood glucose was unknown. Troubleshooting was done. The customer stated that she was outside working when she received the alarm. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.